Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred while the user was performing the load process. The user did not test their blood glucose level. During troubleshooting with tandem's technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Additionally, it was reported that when the cartridge was removed from the pump, the o-ring came off of the cartridge.